Event description:
It was reported that the patient had a acetabular revision due to eccentric wear and osteolysis of the acetabular component. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Product code is unknown. Visual examination of the provided pictures identified a cup/head/and liner with bio and patient debris. The liner appears to be oval in shape along the ID. Part and lot identification are necessary for review of device history records, neither were provided. Devices are used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.